Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration check showed the pump is not detecting the correct force. This report is made based on results of investigation completed on 03/17/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings:the pump booted to the verify screen with vibratory and audible features. An ¿ezprime¿ sequence and 24 hour duration test were successfully completed; no alarms or warnings occurred during this time. The total daily dose adds up correctly to reflect the users programmed basal rates. The black box and alarm history shows no errors or alarms associated with the complaint. The pump successfully completed a delivery accuracy test and was found to be delivering within specifications. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specifications. Patient negligence issue - pump subjected to conditions outside specifications. (B)(6).